Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the mapping catheter was stuck within the right superior pulmonary vein (rspv) and could not be moved. Additionally, the catheter was found to be kinked. With support, the mapping catheter was successfully mobilized and removed. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files two images and 990063-020 mapping catheter of lot number 228499654. The images provided show a mapping catheter loop which seemed kinked. Visual inspection of the loop segment area showed: the loop was kinked and ribbed near the electrode eight. The user may experience insertion difficulties due to this issue when introducing the achieve mapping catheter into the balloon catheter. Visual inspection of the pebax segment area showed the pebax tubing at the shaft fitting joint was damaged. The outer diameter of pebax tubing/shaft joint at inches (should be & 0.043 inches). The user may experience insertion difficulties due to this issue when introducing the achieve mapping catheter into the balloon catheter. Visual inspection of the electrode(s) showed the electrode(s) was intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the achieve mapping catheter visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable are normal. In conclusion, the mapping catheter failed the return product inspection due to mapping catheter kink observed at the tip/loop of the pebax tubing, a ribbed material observed on the pebax tubing and bond damage observed at the shaft to the pebax tube fitting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.